Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pocket b4 requires maintenance. The field service engineer confirmed that the issue had been already resolved by the customer. The fse verified that the drawer was working normally and tested it in diagnostics; no further issues were found. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the pocket b4 required maintenance. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.